Event description:
A company account manager reported that the pt has had issues with "about a dozen" infusion set tubings. A company representative contacted the pt to gather further info. The pt stated that in 2007, she noticed that her infusion tubing "looked like a string." She stated the infusion set was not leaking and her blood glucose was not affected. The pt stated that she then changed the infusion tubing. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.